Event description:
Hospital ER personnel responded to an auto accident victim transferred by ambulance from the scene. The pt was then transferred to the hospital or. At some point the pt's chest was opened, then, according to the rptr, the device would not deliver energy through the device's spoons to the pt's heart. A backup was called for, but the backup also, according to the report, would not transfer energy until approximately the fourth attempt with another operator. The pt was not resuscitated.